Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated that they had drained somewhere between 1270ml-1300ml when the error occurred. The patient stated that the transfer set was loose at the patient line connector. The technical service representative had the patient close all clamps and cycle the power on the homechoice to clear the alarm ending therapy. The technical service representative had the patient disconnect using aseptic technique and removed cassette. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.